Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with high blood glucose of 284mg/dl. The customer stated that he experienced high blood pressure and high glucose due to stress. The customer was wearing the insulin pump at the time of his admission. No further information was provided.